Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. The manufacturer's reference number: (B)(4).

Event description:
It was reported that the upper left button broke from the device while sleeping. The patient suffered no harm/injury/adverse outcome and no medical intervention was required.

Manufacturer narrative:
The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation but sent a picture showing broken anchor and button. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer reference #: (B)(4).